Event description:
Cadd administration set was to be used for sterile chemo drug compounding. After tubing was attached and primed, it was found to be leaking. There was a hole on the tubing about one inch long. The bag of chemo drug was wasted due to the leaking. Is the product compounded? Yes. Route: intravenous.